Event description:
A surgeon reported that the posterior chamber was ruptured when using polymer I/a tip. The polymer I/a tip was found to be broken when it was removed from the eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).